Event description:
On december 17, 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. It was not reported when the alleged inaccuracy issue began. The patient reported obtaining an alleged inaccurate high result of ¿451 mg/dl¿ with the subject meter. The patient manages her diabetes with humalog insulin (1-2 units), humulin 75/25 insulin and victoza 1.8 mg injection. The patient reported that before lunch on (B)(6) 2019, she took an unspecified dose of humulin 75/25 insulin in response to the alleged issue. The patient claimed that 4 hours after the meal, she developed symptoms of ¿cold sweats, could not speak, limbs getting numb and passed out on the bathroom floor.¿ the patient claimed she ¿hit her head¿ when she fell down. The patient stated that when her son found her unconscious at around 5:00 pm, he called 911 for assistance and reportedly measured her blood glucose at ¿30 mg/dl¿ with the subject device. He then gave her juice and a banana to stabilize her blood glucose. After treatment, the patient claimed she felt a lot better and her blood glucose was measured at ¿60 mg/dl¿ on the subject device. The patient claimed that after getting cleaned up, she was taken by ambulance to hospital. No further treatment was specified however the patient claimed that the following day, her doctor lowered her dose of insulin from 60 down to 30 units. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.